Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 24, 2020 - august 25, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed residual fluid contained inside the bladder of the device which suggest under infusion may have occurred. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. After the expected infusion time was completed, it was observed that the device had not delivered the complete medication dose to the patient as solution remained in the device. The device had been filled with 4600mg 5-fluorouracil and normal saline to a total fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.